Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid present (not obstructed), and the outer insulatin had both cosmetic environmental stress cracking and cosmetic depression.

Event description:
It was reported that the endcap of the lead had come off. The location of the cap was not determined. The physician cut part of the lead and placed a new cap on. The lead remains not in use. No patient complications were reported as a result of this event.